Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 04-mar-2016 the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed cramping on left side, pelvic pain. Essure was removed (approximately one year after its insertion). This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and cramping may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Additionally, consumer reported intercourse was painful. This case was considered a incident, since device removal was required. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6) female plaintiff in united states on 15-jan-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. She experienced cramping on left side, pelvic pain and intercourse was painful. In (B)(6) 2015, essure was removed. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed cramping on left side, pelvic pain. Essure was removed (approximately one year after its insertion). This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and cramping may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Additionally, consumer reported intercourse was painful. This case was considered a incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping on left side/pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test negative, multigravida, parity 1, cyst removal, dysmenorrhea, left lower quadrant pain, levator syndrome, pelvic floor dysfunction, endometriosis, endometriosis ablation, ureterolysis procedure, cystoscopy, cystourethroscopy and tissue calcification nos. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("intercourse is painful"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. The reporter commented: insertion date as per pif: (B)(6) 2015 discrepancy noted (B)(6) 2015(as per mr) removal date as per pif: (B)(6) 2015 (discrepancy noted) trailing coils: coils:, left 4 right 4. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received: expiration date of lot number, medical history, reporter information were added. Removal date, rcc were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.